Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a red light on the camera of a newly installed system. The system appeared to be fully functional despite the red light. No patient was present. Troubleshooting information was provided. Technical services (ts) advised the system to reboot. Upon reboot, the system displayed an "unable to connect" error. The system was rebooted again, and the system opened normally. The medtronic representative (rep) was able to go all the way through to navigation, and the system was able to track instruments. Ts walked the rep through the network device interface (ndi) toolbox. The ndi toolbox displayed system control unit "scu connection" error. Ts advised checking the connections into the scu. The rep found that there was no light on v4. The rep found a flashing error light on the uninterruptible power supply (ups). The diagnosed cause of the issue was the ups. Additional information was received. The rep later called to report that after replacing the ups, the issue reoccurred with the same behavior as stated in the case description. They shut down the system and removed it from wall power. They removed the v4 connection from the ups. They rebooted the system with the v4 disconnected and the green light was then displayed on the v4 ups port and the error light was no longer illuminated.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735787 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735769 (lot: -); product type: 2543-mnav - system brand name ; product ID 9735820 (lot: -); product type: 2543-mnav - system h3: the system was serviced in the field, and the medtronic representative (rep) replaced the uninterruptible power supply (ups) and the v4 power cable, but the issue persisted, so she then replaced the polaris spectra system control unit (scu) as instructed by technical services (ts), and the issue was then resolved. Codes b01, c02, d02 are applicable to this analysis. H6: multiple annex g codes were reported. G02027 corresponds to concomitant product 9735787 that comprises the reported event. G02004 corresponds to concomitant product 9735769 that comprises the reported event. G05001 corresponds to concomitant product 9735820 that comprises the reported event. Multiple fdd/annex a codes were reported. A05 was coded for the red light. A12 was coded for the connection issue. A1102 was coded for the error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the controller (product: systm cntrl rfb 9735820r scu vega s8 svc, serial/lot:(B)(6) was returned to the manufacturer for analysis. Analysis found that there was a damaged camera or scu. This issue was documented in a medtronic navigation hardware anomaly tracking database. The uninterrupted power supply (ups) (product: ups 9735787 main cart s8 svc, serial/lot: (B)(6) and cable (product: cable 9735769 scu power 48vdc s8 svc, serial/lot: 230912) were returned to the manufacturer for analysis. Analysis found that there was no failure. H6: codes d02, b01, c02 apply to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6). Codes d14, b01, c19 apply to the ups (product: ups 9735787 main cart s8 svc, serial/lot: (B)(6) and cable (product: cable 9735769 scu power 48vdc s8 svc, serial/lot: (B)(6). Codes d02, b01, c08 apply to the controller (product: systm cntrl rfb 9735820r scu vega s8 svc, serial/lot: t906010). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.